Event description:
It was reported that during an unknown procedure the device formed malformed clips. The clips were released crossed. There was no pt consequence.

Manufacturer narrative:
Date sent: 5/29/2007.